Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a damaged screen with an approximately 1.25 in diameter "burn mark" in lower right corner. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could only confirm through observation, the reported symptom of "damaged screen, aprox. 1.25 in diameter "burn mark" in lower right corner". Evaluation observed failed pixels and no back light in the lcd screen. Evaluation confirmed the reported symptom through causality of corrosion. The device was contained per swi 015, and a replacement was offered to the customer. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03965 can be removed from the FDA database.